Event description:
A 3.0mm diameter x 12mm length ave micro stent ii was placed proximal to a previously deployed stent at the target lesion in the circumflex coronary artery for treatment of the target lesion as well as a "focal tear" created during predilation with a percutaneous transluminal coronary angioplasty balloon that resulted in sluggish flow. The deployed stent was post dilated with a non-compliant percutaneous transluminal coronary angioplasty balloon at 14 atmospheres of pressure. Upon removal of the non-compliant percutaneous transluminal coronary angioplasty balloon from the stent, the stent began to migrate proximally to the ostium of the circumflex coronary artery. To avoid having the stent migrate into the left main, the physician positioned the guiding catheter into the left main and down into the circumflex artery for removal of the percutaneious transluminal coronary angioplasty balloon. A 3.0mm diameter x 9mm length ave micro stent ii was placed distal to the distal stent and naother 3.0mm diameter x 12mm length ave micro stent ii was placed in the area between the proximal and middle stents. Subsequently the pt's blood pressure dropped and an intra-aortic balloon pump was placed. There was "slow" flow in the circumflex coronary artery as well as in the left main coronary artery. Intravascular ultrasound was utilized to determine that the stents were fully deployed and appropriately sized for the reference vessel diameter in the circumflex coronary artery. Subsequently, the pt went to coronary artery bypass surgery. There was no add'l clinical sequelae reported relative to the event.